Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer replaced the fh insep in auxiliary drawer 6 and 7 to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 7 failed. The customer reported that the drawer was stuck, resulting in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.